Event description:
On november 12, 2024, micro-tech checked the maude website and found a MDR report regarding multistage dilatation balloon catheter of microtech(nanjing) co., ltd. MDR report #: mw5161824. It was reported that when using micro-tech's reliant multistage dilatation balloon catheter (B)(6) 2012 on patient for an ileal-stricture, we went up to 12mm and noticed leakage from the balloon.the balloon was quickly removed and still intact and no harm done to the patient.patient has history of crohn's disease and needed dilation of a ileo-colonic stricture.

Manufacturer narrative:
The specifications, lot number, and UDI of the product are unknown, the incident investigation is ongoing. A follow-up report will be filed following the completion of the incident investigation.

Manufacturer narrative:
Add the initial reporter information because of receiving the medwatch form FDA. Non-conformity investigation: 1. Incident description when using micro-tech's reliant multistage dilatation balloon catheter (B)(6) 2012 on patient for an ileal-stricture, we went up to 12mm and noticed leakage from the balloon. The balloon was quickly removed and still intact and no harm done to the patient. Patient has history of crohn's disease and needed dilation of a ileo-colonic stricture. 2. Further information after we got the initial reporter contact information.we communicated with the customer about the details of the clinical use, and the customer has not responded to date by (B)(6) 2024. The specifications, lot number, and UDI of the product are still unknown. 3. Analysis of the incident phenomenon combined with customer feedback and knowledge from previous surgical experience, it is surmised that there are several possible reasons why the balloon leaking, resulting in the following. The balloon had leaking before it left the factory. The balloon is loose and easily scratched by the jaw opening when entering the scope channel. Sharp functional corners of mating instruments (e.g., sharp edges of anastomotic staples or stents, etc.) Scratch or poke the balloon. 4. Cause analysis however, due to insufficient information provided by the customer, we are unable to further analyze and judge. Combined with the history of customer complaints, we investigated from raw materials, production processes, packaging and transportation, investigation and analysis as follows: 4.1 raw materials according to the complaint lot information, we checked the raw material incoming inspection records of balloon, and found no abnormality, and they are all qualified for inspection and storage. 4.2 production process 4.2.1 balloon blowing inspection (appearance): for the process of balloon blowing, when the capsule is blown into shape, we will check the appearance of the formed balloon, so the possibility of leaking is very low. 4.2.2 the balloon performance inspection: the thickness and rated pressure have been inspected to ensure that the balloon meets the performance requirements. And the first inspection and process inspection of this lot show that this lot meets requirements. 4.2.3 process checking: after the balloon welded, the appearance has been undergone undergoes 100% full inspection, resulting in a lower risk of defective products flowing out. 4.2.4 process inspection 4: the assembled balloon has been carried out a full inspection of, leaking proofness on balloon rated pressure 100% inspection. Any defect should be picked out. 4.3 packaging and transportation balloon packaging investigation: the balloon is effectively protected during the packaging process. The balloon is put into capture tube, and then put into the inner bag and sealed. This process will not cause damage to the balloon. The sealed inner bag is put into a case box and packed into a outer box according to the packaging requirements. This processes will not cause damage to the balloon. 5. Conclusion through the investigation of raw materials, production processes, packaging and transportation mentioned above. In view of the lack of more clinical information on this incident, we are unable to further clarify the root cause of the balloon leakage, micro-tech will continue to follow up the issue to ensure the patient safety.